Event description:
It was reported that the patient experienced a shocking or jolting sensation in the left buttock. The pain occurred when the patient was urinating at night. The patient sat upright in a chair for 1.5 hours until the pain went away and then went back to bed. The patient has urinated since and has not experienced the same pain. The patient was at home in okay condition. Further information is being requested from the company representative.